Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: review of the x-ray confirms the surgeon used a growing rod construct in which a patient is fixed at two upper thoracic levels and at 2 lumbar levels, with no additional fixation in between. This was done in an attempt to fix a thoracic scoliosis curve. This existing curve and the placement of the devices allowed for a large bending moment to exist within the non-fixed region, eventually causing the fatigue breakage of connector. Conclusion: the cause of the reported event is most likely the configuration of the construct creating a large bending moment, which created repeated loads over time on a localized area and lead to the eventual fatigue fracture of the connector.

Event description:
It was reported that; the patient underwent the surgery with the small xia. The surgeon confirmed x-ray on (B)(6) 2014 and he found that the connector broke. Therefore, the surgeon is monitoring for the patient now. The surgeon is planning the revision surgery on (B)(6).

Event description:
It was reported that; the patient underwent the surgery with the small xia. The surgeon confirmed x-ray on (B)(6) 2014 and he found that the connector broke. Therefore, the surgeon is monitoring for the patient now. The surgeon is planning the revision surgery on (B)(6) .